Event description:
It was reported that during a bso procedure, the pouch tore when being opened. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.